Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the iliac artery, during the first predilatation, the fox plus balloon ruptured at 7 atmospheres. The balloon was completely removed from the anatomy. A second fox plus device was used successfully. There was no adverse pt effect. There was no additional info provided.

Manufacturer narrative:
The device was received. Investigation is not complete.